Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. E3: occupation: ir tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that a 6fr angio-seal was inserted for femoral access hemostasis. The arteriotomy locator and sheath became separated upon insertion. The physician held the arteriotomy locator and angio-seal sheath together for insertion. Angio-seal successfully deployed. There was no adverse effects, and the patient was stable. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 05dec2023: it was unknown what arterial access procedure performed. A 6fr sheath was used for access. Unknown if difficulties with arterial access, sheath, guidewire or catheter insertion. Unknown if a pre-deployment angiogram performed.